Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 3000 ohms and failure to capture at max output due to a fracture. It was also noted that the electrogram (egm) appeared to be clean. Technical services (ts) discussed possible troubleshooting options. This lead remains in service. No adverse patient effects were reported.